Event description:
The user facility reported water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the hose on the dryer assembly had disconnected. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.